Event description:
Additional information was recently received that this procedure occurred due to device migration, which was causing pain in the patient's pockets. No additional allegations or issues have been reported since the original event.

Event description:
Boston scientific received information that this pacemaker was part of a pocket revision for an unknown reason. A device malfunction may have occurred. Multiple attempts were made to obtain additional information, however the reason of the pocket revision remains unknown. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.